Manufacturer narrative:
(B)(4).device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for a leak and broken occluder feet. The root cause of this problem is unknown. A batch review for the manufacturing lot number reported related problems have never been seen during lot production. Baxter will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.

Event description:
Baxter received a report from a nurse regarding a transfer set that leaked during use. No injury or medical intervention was reported.